Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported on (B)(6) 2017 via phone call that the insulin pump had been rewinding on it's on and multiple error alarms were found in the history. The customer¿s blood glucose level was 9mmol/l. During troubleshooting, the insulin pump was able to complete rewind and passed the displacement test. The customer's mother requested the insulin pump to be replaced. It was then reported on (B)(6) 2017, that the plastic ring around the reservoir had come away. It was advised the device would be replaced. The insulin pump will not be returned for analysis.